Event description:
Rptr received 3 injections of synvisc from her orthopedic surgeon and noticed almost immediately following the first injection a strong chemical smell, like petroleum fumes. She stated that this was the first, and only, time she had been treated with synvisc. Between 1-3 weeks after her first injection, she also developed migraine headaches and a burning sensatioin in her throat. At first, she did not relate the symptoms to the synvisc injection but focused on a gas burning fireplace at her home. She was ultimately diagnosed as having and is currently being treated for a severe chemical sensitivity. The physician treating her believes her illness resulted from the synvisc injections and suspects a problem in mfg. Dr suspects that formaldehyde is used in the mfg process and was not completely removed from the finished product before it was distributed. Rptr stated that she had to have the fireplace removed from home and is allergic to practically everything including plastic and the ink in her printer/copier.